Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood and discolored/abnormal additive form. The underfill event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when the nurse drew blood, she found the tube had a low draw issue, the anticoagulant in the tube was relatively thick and yellow, and the speed of blood outflow was very slow. The amount of blood could not meet the requirements of the laboratory, which may affect the test results."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: material #: 367983. Lot/batch #: 1354678. Bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Additionally, thirty (30) retention samples from bd inventory were evaluated by physical examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality and underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood and discolored/abnormal additive form. The underfill event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when the nurse drew blood, she found the tube had a low draw issue, the anticoagulant in the tube was relatively thick and yellow, and the speed of blood outflow was very slow. The amount of blood could not meet the requirements of the laboratory, which may affect the test results.".